Event description:
Information was received from a patient regarding an external device. The reason for call was patient said that they went to charge today and it said no device found. Patient says they last charged implant "maybe 2 days ago". They said they have been having charging issues "for months and months". They said when the patient charges it will go from excellent to no quality rating. They said its takes a long time to charge implant. During the call they started a passive recharge mode session but implant would not start charging. They said the recharger has been replaced in the past. They said recharger cord looks intact. They said recharger heats up. The issue was not resolved. A request was sent to the repair department to replace the recharger.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755-s, serial/lot #: (B)(6), ubd: , UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: analysis of the [recharger], model [97755-s], s/n (B)(6), revealed the arrow is rubbing off. This does not impact the functionality of the recharger. Poor recharge quality message. Record the two values: the highest number (100) - the low number (100). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.